Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI- (01)00889024245969(10)63288085. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part exhibits signs of repeated use and has both of components one and two disassembled/missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument are missing the ball bearings. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.